Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the severely calcified and moderately tortuous left common iliac artery (cia) to external iliac artery (eia). After a non-bsc guide wire crossed the lesion, a 4mm x 20mm x 144cm coyote¿ es balloon catheter was advanced for pre-dilatation. However, during first inflation at 10 atmospheres, the balloon ruptured. The procedure was completed with a different device. No patients complications were reported.

Manufacturer narrative:
Describe event or problem updated. Bsc ID #: (B)(4). Tw#: (B)(4).

Event description:
It was further reported that the device was completely removed from the patient's body and the patient's status was fine.